Event description:
Litigation papers allege: on (B)(6), 2006, pt was implanted with a depuy asr hip on her left side. In 2009, pt experienced increasing pain in her left hip. She was having difficulty with her movement and balance. Her sleep was disrupted and continues to be disrupted by the left hip discomfort. Presently, pt still experiences pain in her left hip and pain in her left leg and foot. She has lost mobility. In addition, the left hip makes a grinding and popping sound upon movement. Recent blood tests have revealed elevated chromium levels in her blood stream. Additionally, it is alleged that pt will require revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.